Event description:
Caller was receiving phone service from verizon. She picked up the phone to use and phone was hot to the ear. She turned it to the other ear and it got very hot. Three days later she had to go to ER because she had too much pain and nausea. In ER, md said she had radiation poisonal had burns in the throat and both ears.